Event description:
The customer reported that following a ptca procedure in 2002, a vasoseal es was deployed. Approximately eight hours post deployment, the patient got out of bed and after that no pulses could be found in the patient's leg. The patient received 10,000 u of heparin. A large hematoma developed. The patient was taken to surgery and the vasoseal collagen plug was found partially inserted into the artery. No further complications were reported.